Manufacturer narrative:
Evaluation - a review of the complaint history, device history record, instructions for use, quality control, and specifications was conducted during the investigation. The device was not returned to assist with the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. Reference MDR# 1820334-2017-00217 for associated report. The same patient is involved in both reports.

Event description:
Customer reported that a patient had two previously implanted peripherally inserted central catheter (PICC) lines crack and leak at the junction of the hub and catheter within a two week time frame. The PICC line was in clinical use for less than one week prior to this event. The device was completely explanted and replaced with a new line. No further patient or event information was provided.